Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred and a cartridge alarm 06 occurred. Reportedly, the customer had followed the prompts during the load sequence and the pump was not outside of the allowable operating altitude range at the time of the cartridge alarm 06. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer loaded a new cartridge to resolve the issues.